Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was locked onto tissue, however, the clip failed to release from the delivery catheter. The device was removed from the patient and from service. The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was locked onto tissue, however, the clip failed to release from the delivery catheter. The device was removed from the patient and from service. The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. Functionally, the prongs could not be opened, but the clip assembly could be deployed. Two clicks were heard. It was also noticed that there was a kink in the control wire and the tabs were partially open. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned incident device can cause difficulty in releasing the clip from the catheter, which is consistent with the complaint. The most probable root cause is operational context as the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.